Event description:
During an atrial fibrillation ablation procedure, a cut was noted in the sheath. When attempting to perform transseptal puncture, the needle didn't advance into the sheath. The sheath was removed and a small cut was noted in the middle. The sheath was replaced to complete the procedure with no consequences to the patient.

Manufacturer narrative:
The reported event of a puncture could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The swartz braided transseptal guiding introducer instructions for use (IFU) states, "insert the dilator fully into the transseptal sheath." It also states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the reported needle insertion difficulty is consistent with not following the instructions for use.

Event description:
During an atrial fibrillation ablation procedure, a cut was noted in the sheath. When attempting to perform transseptal puncture, the needle didn't advance into the sheath. The sheath was removed and a small cut was noted near the end of the sheath by the curve. The sheath was replaced to complete the procedure with no consequences to the patient. A stylet or dilator were not used during use of the needle or introducer. The needle was not re-shaped prior to use.